Event description:
Customer reports that his device read 388mg/dl, while the doctor's device read 149 mg/dl within 5 minutes. No treatment received. Customer reported that there was loose desiccant in the strip vial. No quality controls were used. Requested return of suspect device and replacement was sent.